Manufacturer narrative:
Device evaluation: lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic had tears. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.0/2.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.